Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. Customer¿s blood glucose level was 227 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the power was disconnected and reconnected.